Event description:
It was reported that during a right upper lobe resection procedure, on the second firing the sales rep watched the tech load the device, it was loaded correctly. The cartridge snapped into place. Once the device was placed inside the patient, it was actually opened and closed about 4 times prior to firing. The device was finally closed on the pulmonary artery. There was a small increased force to fire. The tech fired the device. Once fired, it only deployed 2-3 staples at the proximal end towards the crouch and cut the remaining artery. When the device was removed from the patient, it appeared as if the cartridge had dislodged during the course of the firing. Clamp and tie was used to control the bleeding. The patient loss approximately one unit of blood but a blood transfusion was not required. The procedure was completed, the patient is stable. The device will be returned for analysis. On what tissue type was the device used? At what location on the tissue? Pulmonary artery. On which firing(s) did this event occur (1st, 2nd, 8th, etc.) 2nd. What color cartridge was being used? White. What other color cartridges were used before and after this event? No. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? Possible. Were any unexpected noises heard? If so, when? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? Increase force to fire. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Incomplete/interrupted. The analysis showed that the atw35 device was received in good visual condition and with a reload loaded in the device. The reload was received partially fired and with the reload lock out spring damaged. The damage to the reload lockout spring is consistent with damage observed when the firing cycle is started, interrupted, released, and restarted. When firing the device make sure that the firing stroke is completed. Do not partially fire the device. Fire the device by squeezing the firing trigger completely until it rests on the closing trigger. Once the firing cycle has been initiated, it must be completed. If re-initiation of firing is resumed, the device will lockout. Firing through the lockout mechanism will break the device. Please reference the instruction for use for more information. The returned device was tested for functionality with a test reload and it fired, cut and formed all the staples as intended. The device fired without any difficulties, the staple line was complete and the staples were note to have the proper b-formed shape. It should be noted that all devices are inspected 100% for staple presence by an (B)(4), and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample.